Manufacturer narrative:
(B)(4). Batch # r94y5l. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device, to date the device has not been returned.

Event description:
It was that during a gynecological procedure, the harmonic pad fell off the device. Pad was removed from patient. Another harhd36 was opened and case was successfully completed using this instrument without incident. It was also reported that the surgery was delayed for five minutes due to the reported event. Fragments were generated and were removed easily without any additional intervention. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.